Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon believes the shield did not cover the blade after insertion, but it did not harm the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the reset button in safe position and with the knife covered. In an attempt to replicate the reported incident, the device was tested for functionality. During functional testing, the reset button was armed as intended; the bullet returned to the original position upon cutting and advancing through the skin test media. The device was fully functional and conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was obtained during a conversation with the surgeon and sales representative: there was no patient consequence during the event. The rep in-serviced the surgeon and he has decided to change his port placements as well as test arm each trocar prior to his cases to help reduce the risk of this reoccurring. The clinical patient safety coordinator indicated they have not determined whether the event is reportable to FDA.